Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, power of the device does not turn on, could not be identified. According to evaluation tab, faulty power supply unit was confirmed. We, therefore, surmised that phenomenon ¿power of the device does not turn on¿ occurred due to faulty power supply unit. However, a definitive root cause could not be established. Labeling review: not applicable because the malfunction was not caused by a misuse of users. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported the video system center had no image and the front panel had no display. The issue occurred during preparation for use for an diagnostic bronchoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 address: (B)(6).